Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for treatment, the scope connection error was displayed on the monitor and then the monitor screen disappeared. The user completed the procedure with the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was damaged. The angulation was insufficient due to the stretch of the angle wire. There was an abnormality in the appearance of the connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.